Event description:
It was reported that the downstream occlusion (dso) seal was coming off. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint the downstream occlusion (dso) seal was coming off. No relevant service records were found. No related alarms found in event log. Visual/functional testing was performed. Found dso seal is lifting off the dso sensor. Replaced dso seal to fix this issue. Device passed all testing after repairs.